Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (alert/error missing malfunction), is related to case with patient identifier (B)(6) (serious injury and delivery inaccurate malfunction).

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the infusion device. The patient is attributing the hospitalization to either the infusion device not alerting her of an occlusion or the infusion device did not deliver her basal rates throughout the night. On the morning of the event at an unknown time, the patient's blood glucose result was 29.0 mmol/l on her blood glucose monitor. She was not feeling well and had symptoms of dizziness, sore shoulders, slurred speech, and vomiting. The patient treated herself with 4 to 5 units of insulin via injection. The patient's boyfriend called the paramedics. The blood glucose result taken by the paramedics was unknown. The patient was transported to the hospital. The blood glucose result at the hospital was unknown and she was treated with novorapid insulin via IV. The patient was hospitalized for 3 days.